Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade ii-iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade ii - iii, and "implant high riding". The device status is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., d.10., g.1., h.3., h.4., h.6. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, around 0-25% of the shell is missing, broken shell with striated edge on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - broken shell with striated edge assessed as surgical damage. - missing shell that is assessed as inconclusive. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports left side capsular contracture, baker grade ii - iii, and "implant high riding". The device has been explanted.